Event description:
Situation: while giving vzv injection I noticed medication squirted from the hub of syringe. Background: pt was in for a 1 year checkup. This was a routine vaccine. Assessment: I informed md and she advised vaccine needed to be repeated, since I did notice that entire fluid was not administered. Recommendation: mother agreed to the second dose, she herself noticed that all of the fluid came out of the syringe. Per md recommendation dose was repeated.